Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed a slight kink located 99cm from the tip. The functionality of the device was checked by setting up the product per the dfu. The device primed as designed. The device was functionally tested, and the device functioned as designed. The device was tested in blades up and blades down modes with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a loss of rotation occurred. A 2.4mm jetstream athrectomy catheter was selected for a procedure in the superficial femoral artery (sfa). During the procedure, the catheter was not working properly and it was bogging down. The procedure was completed with balloon angioplasty. There were no patient complications.

Event description:
It was reported that a loss of rotation occurred. A 2.4mm jetstream athrectomy catheter was selected for a procedure in the superficial femoral artery (sfa). During the procedure, the catheter was not working properly and it was bogging down. The procedure was completed with balloon angioplasty. There were no patient complications.